Event description:
A report was received that a patient had undergone a pocket revision procedure. The patient reported experiencing a poking feeling at the pocket site when sitting down. The physician repositioned the ipg by moving it higher on the patient. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.